Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. Customer's blood glucose level was unknown. Customer reported that there was fluid in the battery compartment. Customer stated battery cap was not damaged. Customer stated that insulin pump exposed to moisture. Customer stated insulin pump was exposed to a high magnetic field customer advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis

Manufacturer narrative:
Device received with critical pump error and pump error 35 due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to verify magnetic field exposure, perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error.